Manufacturer narrative:
See medwatch 2032227-2014-52413 for reservoir information.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The customer changed his reservoir and his unomedical insulin infusion set and his blood glucose level dropped to 264 mg/dl. The customer declined standard troubleshooting. The product is not being returned. Nothing further was reported.